Manufacturer narrative:
E1: patient city: walton. Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced high blood glucose level event on 22-feb-2026. The blood glucose level was high and lasted three to four hours. The patient received treatment with insulin, and the event resolved. No further information available.